Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while attempting to fix a bunion, the surgeon attempted to implant two (2) speed compression implant kits 9x10x10mm and one (1) speed compression implant kit 09x07x07mm. All of the three devices popped off the unknown inserter before they were able to be implanted. The surgeon ultimately chose another method of fixation. There was a surgical delay of an unknown number of minutes. Procedure was successfully completed. Patient outcome was good. Concomitant device reported: unknown inserter (part # unknown, lot # unknown, quantity # 1).  This complaint involves three (3) devices. This report is for one (1) speed compression implant kit 09x10x10mm. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: se-0910; bme lot: bse170062p; manufacturing date or release to warehouse date: march 14, 2017; place of manufacture: biomedical enterprises, san antonio, tx; lot expiration date: february 23, 2022 a review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of speed 09x10x10mm was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.